Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer (rn) reported using the ace therapy heat patch and experiencing a burn. Was at work (hospital), dispensed silvadene cream and bandage on the burn.